Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-00960. Note: patient has two model 3163 leads from the same lot note: patient has two systems implanted. This issue is in regards to the system implanted on (B)(6) 2011. It was reported that the patient experienced ineffective stimulation due to impedances issues. Reprogramming was unable to provide resolution. Surgical intervention may be pending to address this issue.

Event description:
Device 1 of 2 . Reference MFR report: 1627487-2017-00960. Follow up revealed that the patient underwent surgical intervention to have their model 3244 lead replaced with a different model and had both of their 3163 leads explanted. Patient has effective therapy post op.